Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1974-2021, but it was determined that complaint of corrosion on power connector only without any evidence of foam particles is not part of recall.

Event description:
A device was returned to the manufacturer for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the service center visually inspected the device and the power connector of the unit was corroded and the unit could not be power on in order to be able to collect the error log/machine hours/error code numbers and/or software version information. The device has been scrapped.